Event description:
The customer reported the ventilator will not power up. The customer reported there was no patient involvement.

Event description:
The customer reported the ventilator will not power up. The customer reported there was no patient involvement.